Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have one blade broken at the tip. The broken piece was not returned with the instrument. Components adjacent to the broken blades do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had a broken tip. The procedure was completed, and no known impact or patient consequence was reported.